Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room with hypoglycemia on (B)(6) 2025 while in the united states. The patient's blood glucose levels declined to below 3 mmol/l (54 mg/dl) while wearing the pod between 5 and 24 hours. The patient had a seizure and collapsed, which caused the pod to fall off. The patient was treated with a sandwich and sugar drinks but was not given any medication. The patient was released the following day after 2 hours. The pod has been discarded.